Event description:
As described by reporting party: "during the surgical procedure the instrument broke." "Failure to remove the implant and change of planned procedure."

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a gmrs adaptor was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the gmrs adaptor broke during surgery resulting in failure to remove the implant and change of planned procedure. Further information such as return of the device and any relevant medical records such as x-rays and operative reports are needed to further investigate root cause. No further investigation for this event is possible at this time. If the device and/or additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.

Event description:
As described by reporting party: "during the surgical procedure the instrument broke." "Failure to remove the implant and change of planned procedure."